Event description:
In a literature review, it was reported that after a kyphoplasty procedure, an epidural bleed at level l1 led to a neurological motor deficit of the patient's right leg. The deficit diminished after decompression of the spinal cord by laminectomy. Per the author, the postoperative hemorrhage resulted from an unknown regular intake of aspirin.

Manufacturer narrative:
Report source: "1150 kyphoplasties over 7 years: indications, techniques, and intraoperative complications" by nicholas mcarthur, md christian kasperk, md; martin baier, md; michael tanner, md; bernd gritzbach, md; oliver schoierer, md; wolfram rothfischer, md; gerhard krohmer, md; jochen hilmeier, md; hans-jurgen kock, md; peter jurgen meeder, md; franz-xaver huber, md taken from ortho supersite, orthopedics 2009;32:90. Other, device not returned, internal review of literature.